Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise resulting in a vf detection. Return to sinus was detected before therapy delivery. Increased pacing lead impedance measurements were also observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.